Manufacturer narrative:
No serious injury reported. Potential choking hazard identified. (B)(6). Analysis results: the root cause of the customer's complaint is confirmed to be an issue with the shaft press fit.

Event description:
The consumer alleged that the metal shaft from their toothbrush fell off while using their toothbrush. No injuries were reported. A potential choking hazard was identified.